Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open procedure. When the package of the suture was opened, the needle and thread were separated from one another. The suture was not used on the patient. In order to resolve the issue and complete the case, an additional new suture was opened and used without issue. There was no patient harm. The patient outcome is alive, no injury.